Manufacturer narrative:
(B)(4) stent partially deployed. Investigation results: an ultraflex esophageal stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was partially deployed. The shaft bowed during a failed deployment attempt. It was possible to manually deploy the stent by pulling directly on the deployment suture. No other issues were identified during product analysis. The damage noted with the returned device is consistent with the application of excessive force. The cause of the reported device defect was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that an ultraflex esophageal ng stent was to be used to treat an 8 cm adenocarcinoma in the distal part of the esophagus during an oesophagus stenting procedure performed on (B)(6) 2016. Reportedly, the patients anatomy was not tortuous and had not been dilated prior to stent placement procedure. During the procedure, the physician attempted to deploy the stent; however, the deployment suture was stuck and the stent would not release. The physician removed the stent and delivery system from the patient. The procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the stent partially deployed.